Manufacturer narrative:
Final analysis found that the insulation was abraded at 13.2 cm to 13.5 cm from the connector pin, due to friction with the device can.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a lead revision, the right atrial lead insulation exhibited it was fractured. The lead was capped and replaced.